Event description:
It was reported during procedure, the proximal end of the coil pusherwire broke during insertion into the detachment device. The procedure was successfully completed with the use of another similar device. There were no consequences or impact to the patient who was reported to be in stable condition.

Event description:
It was reported during procedure the proximal end of the coil pusherwire broke during insertion into the detachment device. The procedure was successfully completed with the use of another similar device. There were no consequences or impact to the patient who was reported to be in stable condition.

Manufacturer narrative:
Product available to stryker: corrected. Device evaluated by mfg: corrected. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications upon its release. Upon receipt of the coil it was noted that the delivery wire was bent at 5, 24, 38, 94 and 110 cm from the proximal end. The proximal contact was not attached to the delivery wire. The main coil was examined under a microscope and confirmed to be stretched. No further anomalies were noted. Based on the results of the investigation, it was confirmed that it was the proximal contact of the wire that broke, not the distal end of the delivery wire as originally reported. The broken proximal contact observed during analysis is not a contiguous part that forms the pusher wire, but a subcomponent located at the proximal end of the pusher wire that works in conjunction with the in zone to complete a circuit cycle during the detachment process. The proximal contact remains outside the patient at all times during the procedure. Therefore, the root cause was determined to be operational context as it appears procedural factors limited device performance, resulting in the reported issue. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.